Manufacturer narrative:
The reason for this revision surgery was for stem subsidence after 3 months 17 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are (B)(4) complaints against the incident linear stem. Of these (B)(4) complaints, (B)(4) complaints were for similar failure and rest (B)(4) are for stem mismatch issue. A definitive root cause for the stem subsidence was not reported and cannot be determined with confidence. Several factors not related to the implant that can play a role in subsidence such as poor bone condition, fracture of the proximal femur, choice of an inappropriate size implant for patient anatomy, patient weight and patient activities or trauma. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the stem subsiding.